Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose was 362 mg/dl at the time of incident. The caller stated that the customer had blood glucose of 418 mg/dl at the time of call. The caller was unable to complete troubleshooting at the time of call. The insulin pump will be returned for analysis.